Event description:
Rep reported that the surgeon had a case and implanted the duraform for a chiari malformation. He said that the pt started to act weird. He said that she seemed to have arachnoiditis. He went to remove the duraform and put in duragen. After the procedure the pt seemed better.

Manufacturer narrative:
It has been communicated that the device and/or lot info is not available for evaluation. Without the device and/or lot info is not possible for codman to conduct a proper investigation. If at some point, the device and/or lot info does become available, this complaint will be re-opened, evaluated and a follow up report will be filed. Trends will be monitored for this and similar complaints. At the present time, this complaint is considered closed.